Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that after predilatation of the lesion, a 2.5 x 8 mm xience v stent was implanted in the right coronary artery. During deployment of the stent a dissection occurred. The dissection was treated with an additional 2.5 x 8 mm xience v stent; however, the dissection had extended and required an additional xience v stent to completely cover the dissection. No additional information was provided.